Event description:
The patient stated that in 2007, she passed out and her husband immediately gave her 4 shots of glucagon and called the paramedics. The paramedics tested her blood glucose and it measured 10 mg/dl. They then administered 2 amps of d50 and the patient was taken to the hospital. The patient did not receive any further treatment at the hospital. She was kept for 5 hours for observation and released. She stated she switched to her backup infusion device and her blood glucose was returned to normal (120 mg/dl). She stated that her normal blood glucose range is 80-140 mg/dl. The patient stated that her basal rates are programmed correctly in the infusion device and the memory did not show any unexplained boluses. The patient stated that she believes the infusion device over delivered insulin. Product was requested to be returned for evaluation.